Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause is that the surgeon hit the complaint device against other hardware being used in the procedure, which resulted in the tip of the device breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the tip of the long beath pin of the customer's acl disposable kit broke off in the patient's joint space. The sales rep reported that approximately 1/4 of an inch broke off at the distal end but was retrieved. No x-rays were needed. The sales rep reported that the surgeon had other hardware in the joint at the time and believes he hit the pin against it causing the break. The surgeon completed the procedure using the same bonehole with no patient consequences. The procedure was delayed 20 minutes. The customer already discarded the complaint device. The sales rep reported that the patient had good bone quality.